Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed successfully on the 15th february 2013 and performed to specification, up to the (B)(6) 2016. An in range patient impedance was measured during this time, two shocks were delivered and on 3 occasions no shock was advised. The device failed multiple self-tests due to a low battery between the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute manual power ups recorded in the history log and the investigation was unable to find any evidence of the device switching on automatically within the log however the excess current drain, the measurements taken and the constantly lit green status led would indicate a failing membrane. The fault could not be replicated with a new membrane fitted. The excess current drain would have led to the premature depletion of the pad-pak. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.